Event description:
It was reported that the customer was hospitalized due to high blood glucose of 500mg/dl. It was stated that the customer was vomiting prior being admitted. The mother stated that the insulin pump was not functioning, and the customer was using manual injection. The caller stated that the customer forgot to treat at night time and ended up in the hospital with diabetes ketoacidosis. The caller stated that the insulin pump maybe had a frozen display. The mother called back to troubleshoot the device. The mother stated that the insulin pump rested for several days with no battery, and when she installed the battery again the insulin pump continued having a blank display. Instructed the caller to clean the battery contacts and the display was still blank. Advised the caller that a replacement of the insulin pump will be sent and revert to back up plan. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.